Event description:
During installation of the unit, the company rep observed that a "bimba purge fail" message was displayed when completing the autofill calibration and the unit would not pass the safety disk leak test.